Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the corail stem with mom liner. Stem appeared to be distally fixated and presenting with a wind shield wiper effect. Stem broke distally and appeared to be 20mm from distal part of stem. Proximal part of stem came out while trying to remove head. No implant record available, 36x50 mom removed along with 36 1.5 metal head. It was also stated that there was loosening-loosening interface is unknown at this time.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.